Event description:
The customer observed a lower than expected, non-reproducible glucose result (26.6 mg/dl) on a single patient sample, when compared to the repeat results (519.5, 527.0 mg/dl), processed using vitros glu slides on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected affected result was reported outside the laboratory, however, a corrected report was sent to the physician and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a lower than expected, non-reproducible glucose result was obtained from a single patient sample using vitros chemistry products glu slides on a vitros 5600 system. The definitive assignable cause for this event could not be determined, however, pre-analytical sample mix up or a transient sample dispense issue caused by the sample itself or the vitros glu slide in use at the time of the event cannot be ruled out. Based on historic quality control results, and vitros precision performance testing, there was no indication that vitros glu slide lot 0048-0856-4663 or the vitros 5600 analyzer was not performing as intended.